Event description:
This lead was implanted on (B)(6) 2006 and remains implanted at this time. This was noted from a call placed to technical services on 7/1 0/2013 stating that during device changeout the rv lead conductor was externalized as noted under flouroscopy. Physician did deliver commanded shock through existing device and impedance were ok. A new device was implanted and superior vena cava coil programmed out of system. Defibrillation threshold (oft) test done in rv. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).